Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision surgery was performed due to implant disassociation.

Manufacturer narrative:
The associated insert was returned and evaluated. Visual inspection of the returned insert showed deformation of the inferior surface, most likely due to contact with the tibial baseplate. This deformation was consistent with an insert that had become disassociated from or was never fully locked into the tibial baseplate. Deformation was present at the posterior lock region of the insert which is consistent with the insert not being fully locked. A dimensional inspection was attempted; however damage/deformation at several features of the device would not allow for accurate measurement. Review of manufacturing records did not reveal any discrepancies that could have contributed to this issue. A review of complaint history did not reveal any previous complaints for this batch/failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.